Event description:
It was reported that an ilet system powered off for a period, then was reconnected, after which the continuous glucose monitor displayed ¿high,¿ and a prior occlusion alert had been dismissed; the infusion cannula was later observed to be bent, and the user completed a full supply change with subsequent capillary blood glucose readings of 429 mg/dl decreasing to 409 mg/dl. Customer care provided support that included assessment of infusion set integrity, and guided supply change. Investigation of this case revealed likely interrupted insulin delivery associated with a bent cannula and a previously indicated occlusion. No clinical symptoms associated with hyperglycemia reported. Outcomes included user education without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-interface and infusion-set related interruption of insulin delivery leading to hyperglycemia.